Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient mentioned implants being under recall. Then healthcare professional reported "pain", "capsular contracture baker grade iii" and "exchange from textured to smooth device due to the patients concern with the product". Device remains implanted. Device will be returned.